Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) was not authorized to service unit. The customer biomed engineer inspected the device and ordered a proportional solenoid valve for replacement. Repairs not completed.